Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from the facility, omsc presumed that this phenomenon was attributed to the handling by the user. There is the following description in the instruction manual of otv-s300. When turning on the video system center, never allow the distal end of an endoscope or a light guide cable to come in contact with the patient and/or other flammable materials, such as operating room drapes. Patient injury and/or a fire can result. Since the light source irradiates strong examination light, the disconnected end of the light guide cable and/or the distal end of the endoscope can become very hot. To prevent a fire hazard, do not bring the disconnected end of the light guide cable and/or distal end of the endoscope in contact with a flammable object, such as operating room drapes, while the examination lamp is on. When no examination is performed, be sure to turn the light source off or extinguish the examination lamp by pushing the lamp button. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a pediatric surgery procedure, the otv-s300, the camera head ch-s200-xz-eb, the light guide wa03310a (olympus products), and non-olympus rigid endoscope were used. During the procedure, the connecting part to the light guide of the rigid endoscope made contact to the patient, consequently the patient suffered the burn. The facility used the small diameter rigid endoscope, therefore the light guide wa03300a not wa03310a should have been used, but the user had not used it. The facility completed the procedure using with the subject device. The sales representation had already explained to the facility the using the correct light guide and warning for burn when the devices had been installed.